Event description:
The pt's explanted device was returned to MFR. The device had reportedly extruded. No other info was made available. MFR has contacted the implant center for add'l info. The child was not reimplanted. The healthcare professional has been informed that the explanted device should be returned to MFR.